Event description:
New information received notes that there were no other issues with the lead other than the previously reported oversensing. The patient was dependent on the device for normal function so the lead was replaced to prevent pacemaker inhibition due to the oversensing. The patient was stable throughout the procedure and in good condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2018 due to oversensing. No further information is available.